Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation (fallopian tube(s))') in a 28-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included diabetes, abdominal rigidity, groin pain, back pain, constipation and sciatic neuralgia. Previously administered products included for an unreported indication: metformin, darvocet, metrogel, macrobid and depo-provera. Concurrent conditions included overweight. Concomitant products included acetazolamide from november 2014 to february 2015 and metformin. In 2009, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), migraine ("migraines"), headache ("headaches") and dyspareunia ("dyspareunia (painful sexual intercourse) / pain during sex"). In 2010, the patient experienced vision blurred ("vision/eye problems type: blurry / blurry vision"). In 2013, the patient experienced alopecia ("hair loss"). On (B)(6) 2015, the patient experienced polycystic ovaries ("hormonal changes describe: pcos"), 5 years 10 months after insertion of essure. On (B)(6) 2015, the patient was found to have csf volume increased ("neurological conditions or problems type: excess cerebral fluid"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), pelvic pain ("pain"), nausea ("nausea"), fatigue ("fatigue"), amnesia ("other injury(ies) or complication please describe: memory loss") and abdominal pain ("abdominal pain") and was found to have weight increased ("weight gain"). The patient was treated with surgery (bilateral salpingectomy, tubal ligation dilatation and curettage). Essure was removed on (B)(6) 2015. At the time of the report, the fallopian tube perforation, pelvic pain, polycystic ovaries, vaginal haemorrhage, menorrhagia, nausea, csf volume increased, fatigue, weight increased, amnesia, alopecia and abdominal pain outcome was unknown and the migraine, headache, dysmenorrhoea, dyspareunia and vision blurred had resolved. The reporter considered abdominal pain, alopecia, amnesia, csf volume increased, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, headache, menorrhagia, migraine, nausea, pelvic pain, polycystic ovaries, vaginal haemorrhage, vision blurred and weight increased to be related to essure. The reporter commented: discrepancy to be noted in essure insertion date as (B)(6) 2009. Current weight 229 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.3 kg/sqm. Hysterosalpingogram - on (B)(6) 2010: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: migraine, fallopian tube perforation. Most recent follow-up information incorporated above includes: on 4-dec-2019: pfs received- new event abdominal pain were added. New reporter, concomitant drug were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation (fallopian tube(s))") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included diabetes, abdominal rigidity, groin pain, back pain, constipation and sciatic neuralgia. Previously administered products included for an unreported indication: metformin, darvocet, metrogel, macrobid and depo-provera. Concurrent conditions included overweight. Concomitant products included acetazolamide from (B)(6) 2014 to (B)(6) 2015. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), pelvic pain ("pain"), polycystic ovaries ("hormonal changes describe: pcos"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse) / pain during sex"), vision blurred ("vision/eye problems type: blurry / blurry vision"), fatigue ("fatigue"), amnesia ("other injury(ies) or complication please describe: memory loss") and alopecia ("hair loss") and was found to have csf volume increased ("neurological conditions or problems type: excess cerebral fluid") and weight increased ("weight gain"). The patient was treated with surgery (bilateral salpingectomy, tubal ligation dilatation and curettage). Essure was removed on (B)(6) 2015. At the time of the report, the fallopian tube perforation, pelvic pain, polycystic ovaries, vaginal haemorrhage, menorrhagia, nausea, csf volume increased, fatigue, weight increased, amnesia and alopecia outcome was unknown and the migraine, headache, dysmenorrhoea, dyspareunia and vision blurred had resolved. The reporter considered alopecia, amnesia, csf volume increased, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, headache, menorrhagia, migraine, nausea, pelvic pain, polycystic ovaries, vaginal haemorrhage, vision blurred and weight increased to be related to essure. The reporter commented: discrepancy to be noted in essure insertion date as (B)(6) 2009. Current weight (B)(6) lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.3 kg/sqm. Hysterosalpingogram - on (B)(6) 2010: unknown. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: migraine, fallopian tube perforation. Most recent follow-up information incorporated above includes: on 3-may-2019: pfs and mr were received: events: pcos, abnormal bleeding (vaginal, menorrhagia), migraines / headaches, nausea, cerebral fluid level increased, dysmenorrhea, dyspareunia, pelvi pain, perforation (fallopian tube(s)), blurry vision, fatigue, weight gain, memory loss, hair loss were added. Event severity and outcome were added. Medical history and historical drugs were added. Essure insertion and removal date were updated. Surgeries were added. Lab data were added. Reporter causality comments were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.